Event description:
It was reported that the user experienced frequent high and low blood glucose readings while using the ilet system with a g7 cgm, including a high reading earlier and a current reading in the normal-to-elevated range, and proceeded with a factory reset after declining to consult a healthcare provider. Symptoms included episodes of hyperglycemia. Outcomes included troubleshooting and education completed with the user and continued device use. Investigation included review of recent glucose reports and user-reported performance. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no specific device malfunction or component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.